Event description:
It was reported that stent damage occurred. A 7.3 flexima all purpose drainage was selected for use. During the procedure, the stent was damaged during attempted placement over the guidewire. A tear occurred on the distal side of the stent, allowing the guidewire to exit through the side of the stent. The procedure was completed using another device of the same model without issue. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: used the first date of the month of the aware date as no event date was provided. The device was returned for analysis. The unit was received in a generic plastic bag. Overall visual inspection did not identify any failures or evidence that could have been affected by the decontamination process. The suture and key were returned in good condition. The metal cannula was also returned; however, it was noted to be bent. No resistance was reported during cannula removal. The drainage holes were in good condition, and the pigtail formed appropriately. No additional deformation of the device was observed.

Event description:
It was reported that stent damage occurred. A 7.3 flexima all purpose drainage was selected for use. During the procedure, the stent was damaged during attempted placement over the guidewire. A tear occurred on the distal side of the stent, allowing the guidewire to exit through the side of the stent. The procedure was completed using another device of the same model without issue. There were no patient complications as a result of this event.